Event description:
During routine, pro-active monitoring of the system at a customer site, it was found that a number of images were being sent to the exception logs. Upon further inspection, it was found that there were over 2,500 images in the exception que. All of the images are images with an implicit length sequence. The images still reside on the archive and can be accessed by other means, just not through the visualpacs viewer.